Event description:
Patient is titrating every 10 days per md (as opposed to every 3-6 days per dg). Patient said one of her pumps when she was starting to prime prior to starting to use gave an occlusion alarm; she ignored it and kept working and it worked well. Advised that it could be due to air bubble and asked to call us if any issues/ malfunctioning. No further details provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? N/a; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.